Event description:
Livanova deutschland received a report that a s5 console switched off suddenly during the priming set up. After sometimes the machine was powered on but it was not working on mains power supply. While running on battery the charging % was also not showing. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the s5 system. The incident occurred in india. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. Initially the ups module was replaced. After that, the ups module battery percentage was displayed again but the machine was still not working on mains power supply. Then, the battery switch card was relaced but again the problem was not sorted out. Lastly, following replacement of the power supply module, the machine started working on mains power supply. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.